Event description:
Info received indicates reduced flow was noted after a few minutes on bypass when hold-up was seen and blood clots were detected on the screen of the device. Although the hcp reported elevated pressures and blockage in the unit, the device was not replaced during the case. The pt did not survive the surgery and expired day of event. The surgeon reported no product malfunction caused or contributed to the pt death. An exact cause of death was not stated. The device was discarded and will not be returned for analysis.